Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported she need assistance with her programmer. The patient stated she thoughts there was a problem with the battery. The patient also reported she noticed a return of symptoms ¿all of a sudden¿. The patient noted she would be heavily soiled at night. The patient mentioned she had been neglecting her own care as she had been tending to her sick husband, but on the morning of january 22nd the patient got out the patient programmer and noticed the patient programmer battery was dead and they didn¿t remember the program in it. The patient mentioned she replaced the patient programmer batteries and it was on and lit up, but they were not getting numbers or anything. The patient synced with the patient programmer and it showed stimulation was on, at program 1 at 0.55 v. The patient confirmed there were no fall or trauma related to the issue. Patient services reviewed that programming remained the same even if the patient programmer batteries depleted. The patient was satisfied with the patient programmer indicating that therapy was on, stating she knew that therapy would work on. The patient noted the issue began maybe january 15th and the return of symptoms was sudden in onset. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned they had called the week prior. They reiterated the previously documented loss of therapy. They were able to sync with their programmer while on the call and it showed stimulation was on. The patient confirmed they felt strong, but comfortable stimulation at 0.65v standing, sitting and walking. Patient requested to review how to make adjustments in the event they wished to adjust stimulation following the call. No further complications were reported or anticipated.

Event description:
Additional information received from the patient indicated that she would like to review how to make an adjustment as still experiencing the same symptoms. The representative reviewed information and patient did adjust setting. They also sent out icon patient programmer manual to patient.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.